Event description:
Customer reported a blank display on the insulin pump. He stated that he had bumped it into something and that the display came back on after changing the battery. He stated that the insulin pump showed no signs of damage. He also reported that the insulin pump had been exposed to moisture. He stated that after the exposure, he did not notice more frequent alarms. Customer was assisted in performing a self test and the test passed. The blood glucose reading was 190 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.